Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation (clip arm), unstable arm positioner and difficulty removing the mitraclip delivery system (cds) from the steerable guide catheter (sgc) were confirmed as the clip arms were returned detached from the connector, no resistance was noted while turning the arm positioner and the cds was difficult to remove from the sgc as some of the clip components were stuck to the sgc soft tip. The reported inability to close the clip, clip jumpiness, and difficult to open the clip could not be replicated in a testing environment due to the condition of the returned device. Additionally, the following were noted during the investigation: deformed harness, kinked gripper line, disengaged hinge pin and broken actuator mandrel weld. In this case, these observations were likely cascading effects of the clip actuation issues and difficulty to remove the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of hypotension and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed and the results of the returned device analysis, the reported unstable (no resistance) arm positioner appears to be related to the identified broken mandrel weld as the arm positioner and mandrel are connected and the mandrel is connected to the clip so once the mandrel is broken, there is very little resistance while turning the arm positioner. The difficult to remove the cds from the sgc was due to the inverted clip getting caught on the sgc soft tip. The reported clip actuation issues (inability to close the clip, clip jumpiness and difficulty opening) appears to be related to the bent threaded stud and not due to the hinge pin disengagement as a bent thread stud can cause clip actuation issues. The detached clip arms were due to the disengaged hinge pin during cds removal. The hinge pin disengagement from the connector holes and large arm spread were likely due to external forces on the clip arms during device removal and did not cause the reported clip actuation issue. Lastly, the patient effects of embolism and hypotension appear to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip® xtr clip delivery system april 18th 2019, field action filed under manufacturer report number: 2024168-2019-03206. Attachment: user facility medwatch report# mw5090364na - [(B)(6) user mw5090364.pdf]

Event description:
This is filed to report clip jumping open, difficulty opening, inability to close the clip, clip arm detachment and difficult removal. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. To further reduce mr, a second clip was advanced. During initial opening, the clip did not open, the clip was unlocked again and was continued to be used. When the clip was in the left atrium, the clip jumped open to 100-120 degrees, the clip was attempted to be closed; however, it only closed to 60 degrees. The arm positioner felt loose, and the clip did not close any further. The clip was inverted and was retracted to the tip of the steerable guide catheter (sgc). The clip arms broke off into the iliac vein. The sgc and cds were removed together. A cut down was required to retrieve the broken clip arms. The patient's blood pressure dropped due to the cutdown procedure. The procedure was aborted, post procedure mr grade is 1. The patient was reported to be in good condition. No additional information was provided. User facility medwatch report# (B)(4) was received providing the following information: pt in cath lab for mitraclip procedure. First clip deployed successfully. During deployment of second clip, clip malfunctioned by not closing completely. Attempted to remove clip through guide catheter. Unable to pull clip into guide completely because clip inverted due to inability to close completely. Guide and clip pulled into right femoral vein. When guide removed, clip remained in femoral vein. Pt taken to operating room for clip removal.